Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2307859. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A photograph was provided which displayed a black fibrous foreign body on the catheter tubing. This nonconformance has been confirmed. Additionally, although photos were submitted for evaluation, without the sample our engineers were not able to determine the identity of the material. In lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii IV catheter experienced foreign matter in fluid path. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurses in the emergency department of our hospital used the closed venous indwelling needle produced by suzhou bd medical devices co., ltd., they found that there was foreign matter sticking on the indwelling needle and replaced it with a new one.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii IV catheter experienced foreign matter in fluid path. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurses in the emergency department of our hospital used the closed venous indwelling needle produced by suzhou bd medical devices co., ltd., they found that there was foreign matter sticking on the indwelling needle and replaced it with a new one.